Event description:
During robotic assisted laparoscopic procedure a vessel sealer was connected to be used. The instrument was unable to have blade retract. Instrument was removed and a new instrument opened.